Manufacturer narrative:
The field service engineer (fse) was able to duplicate the customer¿s reported problem. The cable was replaced which corrected the issue. The unit passed all electrical safety and controls testing. Patient information was requested and has not been received to date.

Event description:
The customer reported that the ventilator alarmed with pressure sensor failure occurrence. The customer reported that the unit was in use on patient, there was no patient harm.

Manufacturer narrative:
On 07/2015 and 02/18/2016. The data acquisition pcba to motor controller pcba cable was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported that the ventilator alarmed with pressure sensor failure occurrence. The customer reported that the unit was in use on patient, there was no patient harm.